Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the belt connector was snapped from the case. The cause of the failure was the broken connector. The root cause of the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.